Event description:
It was reported, the customer was experiencing high blood glucose. Customer's father also reported their blood glucose was not transferring to the insulin pump. The customer's blood glucose reached 545 mg/dl. Customer had treated their blood glucose with a bolus delivery. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found insulin was able to exit from the customer's insulin pump. Troubleshooting could not be completed as the customer did not have a tubing clamp. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.